Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope had debris in the suction channel due to insufficient or incorrect reprocessing scope. It was reported that the found debris with their scopes across multiple sites and the customer will not send all their devices in for evaluation. The customer will provide a list of devices to send to olympus. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
An olympus endoscopy support specialist (ess) was dispatched on july 26, 2022, to observe the user facility¿s, during reprocessing in-service it was observed that the customer did not flush the auxillary water channel during pre-cleaning. The customer did not test the leak tester prior to use. Customer did not take the entire scope out of the water before disconnecting the leak tester. The customer remove the scope connector. The customer did not wipe down their scope first. They wipe it down after brushing. The customer uses the channel opening cleaning brush prior to using the channel cleaning brush. The brushing was done in the incorrect order. The customer used third party brushes from boston scientific (hedgehog). The customer did not wipe off their brush bristles when they come out of the scope and pull back out. The customer did not keep the scope immersed the entire time they are cleaning. The customer also did not wipe the scope down after the flushing with detergent solution and did not let it soak for the detergent manufacturer's recommended time. The scope did not soak at all and goes directly into the rinse sink. The customer uses intercept detergent. The customer uses the scope buddy plus for flushing and the medivators advantage aer. The olympus ess completed an in-service on a pcf-h190l for gi staff. All reprocessing personnel were trained, and all models reviewed during the in-service were listed on the on-track form, as well as in the products section. The ontrack form documents all cleaning, disinfection, and sterilization information that was reviewed during in-service. Manager was provided with a copy of the ontrack forms. The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device, investigator, performed a visual inspection on the received condition. The complaint device was inspected using both an olympus borescope and fiberscope to verify the condition of the biopsy and suction channels. The borescope was first inserted into the biopsy channel, starting from the biopsy channel port. Once inserting, mq discovered scrape marks on the biopsy channel at approximately 705mm from the opening. The borescope was inserted further in and mq also noted more scrape marks approximately 300-325 mm the opening. The borescope was removed from the biopsy channel and re-inserted in through the suction cylinder. Upon entry, a minor kink was found on the channel wall of the connecting tube, approximately 65mm from the suction cylinder. The suction channel was also inspected using the borescope, and a white stain was located approximately 65mm from the opening of the connector. Kinks in the suction channel was also noted towards the scope connector side. The faulty parts were replaced. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
Correction is being made for date received by manufacturer of the initial MDR. Multiple devices with issue of debris are identified at this time for (B)(6) hospital inc. This supplemental report is being submitted to provide this information. The devices are captured in medwatches as below: patient identifier: (B)(6), model number: pcf-h190dl, serial number (B)(4); (B)(6), pcf-h190dl , (B)(4). (B)(6), pcf-h190dl (B)(4); (B)(6) , gif-hq190, (B)(4). (B)(6), pcf-h190dl, (B)(4). This medwatch is for patient identifier: (B)(6). . The become aware date of this event for the initial MDR is jun 30, 2022.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to insufficient reprocessing of the device by the user facility. The user¿s reprocessing steps deviated from the instructions for use (IFU) as follows: the user did not flush the auxiliary water channel during pre-cleaning. Steps are mentioned at ¿5.3 precleaning the endoscope and accessories flush the auxiliary water channel¿. They do not inspect the leakage tester prior to use. Steps are mentioned at ¿5.4 leakage testing of the endoscope perform the leakage test¿. They do not remove the device from the water prior to detaching the leak tester from the scope connector. The scope connector is the only part removed from the water. Steps for leak testing are detailed at ¿5.4 leakage testing of the endoscope¿. ¿remove the endoscope from the water with the leakage tester still attached.¿ they do not follow the correct brushing order during manual cleaning. Brush tip is not cleaned when passed through channel several times. Brushing steps are mentioned at ¿5.5 manually cleaning the endoscope and accessories brush the channels¿. They do not keep the device immersed the entire time they are cleaning. They leak test the device for only 10 seconds and do not angulate the bending section. Steps of leak test are detailed at ¿5.4 leakage testing of the endoscope¿. ¿with the leakage tester attached, immerse the endoscope in the water and observe for approximately 30 seconds while deflecting the bending section of the endoscope by turning the endoscope¿s up/down and right/left angulation control knobs. Confirm that there is no location on the endoscope from which a continuous series of air bubbles emerges.¿. They do not turn off mu-1 maintenance unit before disconnecting leak tester from the device. Steps of leak test are detailed at ¿5.4 leakage testing of the endoscope¿. ¿detach the leakage tester from the maintenance unit (mu-1) before detaching the leakage tester from the endoscope. If the leakage tester is detached from the endoscope before detaching the leakage tester from the maintenance unit, the air pressure inside the endoscope will not vent properly. This may damage the endoscope.¿. They do not follow the correct brushing order during manual cleaning. Brushing steps are mentioned at ¿5.5 manually cleaning the endoscope and accessories brush the channels¿. They do not keep the device immersed the entire time they are cleaning. IFU says to immerse device at the beginning of the steps mentioned at ¿5.5 manually cleaning the endoscope and accessories¿. ¿1 while immersing the endoscope completely in the detergent solution, thoroughly wipe all external surfaces of the insertion section, using clean lint-free cloths or sponges.¿. They do not wipe the device down after flushing it with detergent solution and do not let it soak for the detergent manufacturer's recommended time. They use intercept detergent. ¿dry external surfaces: dry the external surfaces of the endoscope, the channel plug, the injection tube, and the auxiliary water tube by wiping with clean lint-free cloths. 5.5 manually cleaning the endoscope and accessories fill a clean, large basin with the detergent solution at the temperature and concentration recommended by the detergent manufacturer.¿. They do not soak the device at all and goes directly into the rinse sink. 5.5 manually cleaning the endoscope and accessories fill a clean, large basin with the detergent solution at the temperature and concentration recommended by the detergent manufacturer. Olympus will continue to monitor field performance for this device.